Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. The same user facility reported two similar events, see MDR 3013394970-2017-00108 and 3013394970-2017-00110. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the incident happened after the anchor had been set and probably the collagen disc was placed; the doctor realized he could not pull out the angio-seal device, it was stuck; the doctor had to use force to get it out of the patient; manual compression was required; the doctor reported difficulties pulling the device back had occurred 2-3 times in the last few months; and during first two cases he did not evaluate it as product related problems, the third time he figured it was too much.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.